Event description:
It was reported via review of a remote transmission the right ventricular (rv) lead exhibited two episodes of non-sustained right ventricular oversensing. Further review of the electrograms (egms) indicated myopotentials or lead noise causing inhibition of pacing. It was discussed bringing the patient to the clinic to perform isometrics and deep breathing to reproduce the noise. No patient symptoms were reported.